Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported a reading in the 220's mg/dl and 113 mg/dl within 10 minutes. No adverse event reported. Returning and replacing meter and strips.